Event description:
It was reported that the customer experienced high and low blood glucose levels and observed a bent cannula in her infusion set. The blood glucose reading was in the 400 mg/dl range, which the customer treated for with a manual injection. However, due to insulin sensitivity, the blood glucose reading plummeted low into the low 50 mg/dl range. She was able to connect to a new infusion set and had the device settings worked on with a trainer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.